Manufacturer narrative:
Product ID# 97714 found stim ins/battery/reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the replacement would occur on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis has begun. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's pain went away and now it has come back with a vengeance starting about 2 weeks prior to the call. The patient stopped using the device during since (B)(6) 2018 because their pain went away. The patient could not connect or charge the ins on (B)(6) 2019. The last time the patient had stimulation and charged was 5 months ago before they stopped using the device. A rep said they would reach out to the patient and hcp. Additional information received from a manufacturer representative (rep). It was reported that the rep performed 2 60 - minute countdowns and is now on the 3rd. It was confirmed that the patient started with the al and got something like 66-88. The rep said they are using the belt and there is a binder over it so it is snug. The rep added that the patient had an injection and felt great and did not need the device, so it was not charged for 5 months. It was reported that the ins was over-discharged and the patient was going to be scheduled for battery replacement. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the replacement procedure occurred on (B)(6) 2019.